Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to charge the battery pack is the contamination. The source of the contamination cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient was experiencing battery/charger faults.